Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery of the left foot, 3 screw heads broke off. Rep stated no delay, additional screw available.

Manufacturer narrative:
The reported event that non locking screw anchorage ø3.0mm / l24mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over-torquing. The device inspection revealed the following: the microscope pictures show that the screw head and parts (2) of the screw body are completely broken. The screw body shows that the threads are twisted and present bone debris. The head of the screw presents scratches on the screw head. Please note that the operative technique (an-st-1 rev 2 anchorage optech_(B)(4)) reads: "note: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." [Original statement - page 5] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During surgery of the left foot, 3 screw heads broke off. Rep stated no delay, additional screw available.